Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 747120, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was reported the patient had a problem with the patient programmer. It was stated the stimulator was on program c when it should have been on program b. It was noted the patient was not sure if they had ¿slept on it or something.¿ it was stated the patient was in a lot of pain and did not know what was going on. It was noted the patient¿s pain started in the bottom of their spine ¿about 4 inches up¿ one week prior to report. It was noted ¿it hurt and was hard to sit.¿ it was stated the patient¿s left leg from their knee to their foot was numb, it was hard to walk, and their right leg toes were numb. It was stated the patient felt stimulation at the time of report. It was noted the patient wondered if a connection had come loose. It was noted the patient had tried to change to program c but could not. It was stated the patient did not have any falls or traumas. It was noted the patient had a loss of therapeutic effect. It was noted the patient raked leaves one week prior to report, at the same time the issues started. It was stated they were able to change group c to group b. It was stated the patient had group b at 2.80v.